Event description:
While attempting to cover the eclipse needle, the cap moved back to the side instead of covering the needle causing a needle stick.

Manufacturer narrative:
Evaluation summary: analysis of the actual sample was not possible since it was discarded by the customer. One returned sealed sample was measured for the critical dimensions to determine if the measurements were within specification. All measurements were found to be within specification. Based on this information, we are unable to conclude if the reported needle stick occurred as a result of a device malfunctionm or user error. A review of our records indicated that this is the first reported incident on the returned lot number. Trend analysis showed no significant trends on this product line for the reported condition.